Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and itchy under the te pads. The patient¿s physician advised temporarily removing the device for the skin irritation. Outcome of the irritation is unknown.